Event description:
The field engineer reported that the left (live) monitor intermittently went black rendering the c-arm unusable. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The coax j5 connector on the display adapter was repaired. The system was then found to be operating as intended.